Event description:
It was reported that following a sparc implantation surgery, the patient experienced recurring incontinence. During a revision surgery, the physician realized "the urethra was exposed." The "urethra was compromised during dissection, prolonged surgery time, no new sling was placed and urethra was repaired." The sling was left implanted and the patient outcome is to be determined, the physician intends to leave the foley catheter in place for 1-2 weeks to allow urethra to heal. No additional patient complications have been reported in relation to this event.